Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice underdelivered the correct amount of solution during peritoneal dialysis therapy. There were no alarms in the log, no bypasses, and no manual drains. There was no patient injury or medical intervention associated with this event. No additional information is available.